Event description:
Medtronic received a report that the tip end of the pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured cavernous segment aneurysm with a max diameter of 5.3 mm and a 4.6 mm neck diameter. The landing zone was 8 mm distally and 9 mm proximally. It was noted the patient's blood flow was xxx and vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was cavernous segment aneurysm. It was reported that during flow-diverting stent treatment for a cavernous segment aneurysm; the intermediate catheter used was navien, the microcatheter used was marksman, and the flow-diverting stent used was ped-500-18. After the microcatheter was positioned, during delivery of the flow-diverting stent it was found that the tip end could not open. The deployment length was extended to 10mm, but the tip end still could not open. After multiple resheathing attempts and considering procedural safety, the device was replaced with ped-500-20 and the procedure was successfully completed. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.